Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature titled ¿clinical application of the pedicle in vitro restorer in percutaneous kyphoplasty ¿ that a total of 72 patients were involved (with 30 patients undergoing pkp (group a) and 42 undergoing pivr combined with pkp (group b)).post-op, sixty-three patients were followed up and among them eight asymptomatic extravasations of vertebral bone cement occurred.